Manufacturer narrative:
This report is meant to replace a prior report (follow-up #2) that was submitted on january 29, 2016. We are replacing follow-up #2 becase it was discovered that the alert date was incorrect. In follow-up #2, the date that the retrospective review identified the missing information (january 13, 2016) was used as the alert date. The correct alert date is november 10, 2015, which is the date that the DHR review was completed. With this correction to the alert date, the supplement should now read as follows. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the water in the heater-cooler system 3t was found to be contaminated with mycobacteria. There was no reported patient involvement. A review of the DHR did not identify any deviations or nonconformities relevant to the issue.

Manufacturer narrative:
There was no patient involvement. PMA 510(k): the heater/cooler 16-02-80 is not distributed in the USA, but it is similar to heater/cooler 16-02-85, which is distributed in the USA (510k#: k052601). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the water in the heater-cooler system 3t was found to be contaminated with mycobacteria. There was no patient impact reported. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the water in the heater-cooler system 3t was found to be contaminated with mycobacteria. There was no patient impact reported.

Manufacturer narrative:
Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the water in the heater-cooler system 3t was found to be contaminated with mycobacteria. Through follow-up communication with the customer, sorin group (B)(4) has been informed that the customer plans on returning the involved unit (16s12321) for deep disinfection. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The unit was returned to sorin group (B)(4) for a deep disinfection process including a tubing replacement. Visual inspection of the inner and outer parts of the heater-cooler revealed residuals and biofilm in several locations, especially inside the tanks. Tubing discoloration was also noted. A functional test following the deep disinfection successfully completed and the unit was returned to the customer. Based on the obvious biofilm in the water circuits of the devices inspected we came to the conclusion that the users have not strictly followed the cleaning and disinfection instructions according to the IFU. As corrective action, a field safety notice was sent out to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current instructions for use (IFU).

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the water in the heater-cooler system 3t was found to be contaminated with mycobacteria. There was no reported patient involvement. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. On (B)(6) 2016, a retrospective evaluation identified that this additional information has not yet been provided in a medwatch report.